Manufacturer narrative:
(B)(4). Date sent: 9/16/2024. D4: batch #856c75. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and joint cover damaged, no reload was present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. Additionally, photos were provided and they showed the damaged jaw of the reported device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 856c75, and no non-conformances were identified.

Event description:
It was reported that during the lobectomy surgery, noted the anvil deformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.